Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 86mg/dl, 149mg/dl. Tests were done 11-20 minutes apart with a difference of 48%. Patient did not experience any adverse events. No further information has been reported.